Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the pump fell; however, the pump was still functional. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.